Manufacturer narrative:
Analysis found that the main printed circuit board (pcb) was electrically out of specification. When the battery was ejected from the device, it shut off after one second. It was also found that the liquid crystal display (lcd) lens and display were scratched. The lower case, side bail cover, and ring cover were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for testing subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. The supercaps were measured in-circuit, one failed and one was ok. Unit failed the battery removal test during functional testing. The unit shut down immediately after battery power was removed during testing. The failed supercap was replaced. Functional testing was performed again and the unit passed testing. Conclusion: confirmed the issue seen during service and repair of the device that a supercap had failed. If information is provided in the future, a supplemental report will be issued.